Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise with oversensing and a drop in sensing was observed on the ventricular lead. Lead damage was suspected. No intervention was performed at this time. Further information was requested but not received. The patient was stable.